Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a clearlink extension set was "broke off". This was identified when the nurse "opened product" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed using the naked eye which observed that the tubing was separated from the luer lock. The reported condition was verified during initial inspection. A closer inspection noted that the solvent wet was uniform through the tubing and the insertion met the product specification requirements. Due to the nature of the returned sample no functional testing was performed. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.